Manufacturer narrative:
UDI: (B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient called during drain 1 of 3 and was receiving the air detected in cassette warning and reported fluid was leaking at the connection site. The patient reports that the connection was loose and the cause of the leak. Treatment was cancelled and the patient was advised to contact the peritoneal dialysis nurse. No adverse event reported at this time. Additional information was requested but has not been made available.